Event description:
It was reported to boston scientific corporation in 2009, that a resolution clip device was used during an esophagogastroduodenoscopy procedure with duodenal stent placement. According to the complainant, the clip was passed through the scope and upon opening the jaws of the clip were found to be already in the closed position. The clip appeared to be at the point of no return and the position of the handle and had been compromised. During the process, the clip fell off inside the pt and was not retrieved. They removed the catheter. The procedure was completed with another resolution clip device. The clip was successfully placed as a marker for the stent placement. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.